Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg), multiple positions were tried during the procedure, but the parameters were consistently poor, with high thresholds. A temporary pacing lead was inserted during the procedure, and testing showed normal parameters for the temporary lead. Pacing was unsuccessful and threshold remained high. The device was attempted, not used and was replaced. No patient complications have been reported as a result of this event.